Manufacturer narrative:
(B)(4). Additional information was requested, and the following information obtained: when available, can you please provide us with further detail with regard to your visit to the surgeon and the results of the CT scan? Will the device be explanted? If yes, do you have a surgical procedure date? If possible, can you please share the surgeon's name and telephone number so that we can contact him/her for further detail? Response: I did see my surgeon & I am now scheduled for an explant & an implant on a new "devise" on (B)(6) since the original devise has moved & is not horizontal any longer. His name is dr (B)(6). Contact info was provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if you had the torax linx lxmc13 device removed on (B)(6) 2018? Did you have another torax linx device implanted? If yes, do you know the product code, lot number and/or serial number of the device? Were there any complications associated with the device removal and/or new device placement?

Event description:
It was reported that the linx implant procedure was done (B)(6) 2016, severe cough returned in (B)(6) 2018, did upper gi showed ¿separation¿ between beads but not disconnected. Symptoms then resolved. In (B)(6) 2018 cough returned and last week a CT scan of chest and abdomen performed. Patient is going to surgeon tomorrow to discuss results.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: yes, I had surgery in the (B)(6) to remove my old linx. It was replaced with model lxmc16, lot 23774. There have been no complications & I return for a follow up on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 01/30/2019. Additional information received: spoke with the patient to gather additional information. The patient followed up with (B)(6). There was no additional testing done at this visit. The cough has resolved, and everything is going down well. The patient had a hernia that was repaired when the original device was implanted. The hernia reoccurred and was repaired when the original linx was removed and replaced with the new linx. The patient will see (B)(6). There will be no testing done at this time. This is to make sure everything is going okay. The patient has agreed to allow us to contact dr. Levoyer if we needed to.